Event description:
"S/p b augments with mastopexies using 175cc h/s gels subgl. Denies decreased size or trauma but MRI c/w b rupture. + h/o systemic probs, progressive since 1988. These include arthralgias (1 hr am stiffness), myalgias, paresthesias, dysesthesias, and numbness, spasms, swelling, chronic fatigue (severe), swollen glands, fevers, recurrent uri's, headaches, tmj probs, visual probs, visual disturb, memory probs, dry mucus membranes, hair loss, oral sores, rashes, sens sun/sob, cp, dysphagia, wgt gain, gi disturb and hypercholesterolia. Recently dx thyroid probs, and started on synthroid. Pt is otherwise healthy."